Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2022-05764. It was reported that the patient presented for a follow-up in clinic experiencing bradycardia. Upon interrogation, it was noted that the right ventricular - rv lead exhibited no capture and low pacing impedance, while the right atrial - ra lead exhibited low pacing impedance. The rv and ra lead was capped and replaced (B)(6) 2022. The patient was in stable condition.